Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an agile patency capsule was tried on an patient but the capsule did not dissolve after 30 hours. The physician stated that even after 5-7 days, the capsule was still visible on x-ray. There were three x-rays taken and each showing the capsule getting smaller. They removed the remaining capsule surgically. The removed remaining capsule will be sent back for investigation. One of the medical advisors representative was able to reach out to the doctor. From their meeting, the doctor described that about four months ago, she referred a (B)(6) year old patient with anemia to her adult colleagues for capsule endoscopy. She is a pediatric gastroenterologist and had performed an upper endoscopy and colonoscopy which were normal. At the colonoscopy, she did find that the ileocecal valve was tight and could not be intubated. At the time, she suspected that she may have small bowel crohn¿s disease so a patency capsule was used. During the patency procedure, the abdominal x ray performed showed what seemed to be the patency capsule retained in the rlq of the abdomen but this was found to be decreasing in size on serial radiographs. But, as she recalls, sometime between five and seven days after ingestion of the patency capsule, the patient began to complain of severe pain in the right lower quadrant. Her condition deteriorated with symptoms of bowel obstruction. Subsequent surgery found a very tight ileal stricture with signs of inflammation consistent with crohn¿s disease. She believes foreign material with the consistency of "parchment paper" was found just proximal to the strictured segment of bowel, which was resected. The doctor described the patency procedure as quite beneficial for her patient as it led to the limited intestinal section that reached a diagnosis and a therapeutic procedure. The patient is doing well and is in remission on humira for her crohn¿s disease.